Event description:
Physician had a problem with operation of the equipment during a procedure. Tech was called to the room to correct the problem. Tech removed the "amp box" from the lower side of the equipment, set the box on the floor next to the table, and worked on the equipment. Apparently, the problem was taken care of, and the tech left the box on the floor in case he needed to make more adjustments during the procedure. After the procedure was completed, the table was lowered to remove the pt. The table was not able to be lowered to the lowest point, due to obstruction from the corner of the box holding the table up. The table is chain driven, the chain was loosened by downward pressure from motor. The amp box moved from under the table by the pressure, and this move caused a sudden drop in table of approx 4 inches. Table is equipped with many safety devices; one of the safety features of this table is a sensing switch which is designed to measure and sense the tension of the chain; if the chain loosens, the power to the table disconnects. The sensing switch was not adjusted correctly and was not sensitive enough to sense the loose part of the chain and it did not shut the unit down. Pt has now notified hosp that he is experiencing pain in his left lower back and leg.